Event description:
It was reported the pt experienced a jolt in her inner thigh while carrying an object. The sensation resolved; however, it returned later in the day. The pt reported the sensation was so strong, it resulted in her falling to the floor. The pt has turned stimulation off. The pt is currently working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.